Manufacturer narrative:
Root cause was unable to be determined as the suspect part could not be obtained for further failure analysis. Engineering has opened a product defect investigation to look at failures related to the monitor knuckle. The system has returned to service with no similar issues reported.

Manufacturer narrative:
Sending supplemental report to populate become aware date in the 'date received by manufacturer' field for the initial report received by FDA on july 18, 2024. This date was inadvertently left blank.

Event description:
A customer reported an affiniti ultrasound system monitor detached from the articulating arm support. No patient or user was harmed as a result of the issue. The field service engineer replaced the articulating monitor arm to resolve the issue. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.